Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The helical blade coupling screw was received with the knob broken off. Visual evaluation found axial scratches throughout the shaft. The break was at the tangency point of the instrument, which is not near the welded area. The knob had deep dents on the top and sides and the hex feature is damaged. Physical dimensional verification was found impossible due to damage exhibited by the instrument. A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
According to the reporter: the helical blade coupling screw broke during a procedure. All pieces retrieved, procedure was completed.